Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was dropped. The customer reported that the screen had cracked. The customer reported that the screen had parts missing. The customer's blood glucose was 153 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.